Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor relocated the patient's ipg. The doctor also cleaned the original pocket site and took cultures again. The cultures came back negative for infection once again. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site had opened a bit and a small amount of blood was oozing from the wound. As a precaution the doctor opened the ipg site, washed it out, and closed it. The patient was also given antibiotics as a precaution. Cultures and bloodwork did not show infection. Over time the patient's ipg site was found to not be healing as expected. As a result, the patient may undergo surgical intervention.